Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 66-67 mg/dl; cause was due to customer inadvertently performing the load sequence while connected to the site. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer administered insulin pen to to address bg level. The customer was admitted into the emergency room. Customer did not receive treatment, was advised to terminate pump insulin therapy, and resort to insulin pens for insulin therapy. Customer was released from the emergency room on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.